Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log files were submitted for review due to pump stoppages while on battery. The pump stops in the recent log file are very brief and occurred while on battery power. The patient has a clam shell so there was some stress on the distal end drive line in the past. The log file data appears normal, so the conductors appear to be in good shape. Additional information and log file submitted on 12nov2019 reported that the patient was admitted with a phase-to-phase. During the analysis of the log file we observed 2 pump stops while connected to batteries. No further pump stops have been noted since the patient¿s admission. Routine log file were sent 13nov2019 to ensure nothing unseen was occurring. At the time of the event, the patient reported hearing alarms however remained asymptomatic. The patient will remain in the hospital until the patient is able to receive a heart transplant. No further information was provided.

Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2019. The pump was disposed and will not be returned.

Manufacturer narrative:
Manufactures investigation conclusion: the reported pump stop event was confirmed via the log file data provided by the account; however, a specific cause for the event could not be conclusively determined. Additionally, elevations of pump power were confirmed through the evaluation of the submitted log files. Although a specific cause for the confirmed pump stops could not conclusively be determined through this evaluation, the pocket controller is designed to protect the heartmate ii lvas from damage during high current events and to step down the motor speed if the motor load exceeds the drive capability of the motor. A direct correlation between the log file findings and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. It was reported that the patient had pump stoppages while on battery power. It was noted that the patient has not had any further pump stops since the patient¿s admission. The patient reported hearing audible alarms at the time of the events. The patient was asymptomatic other than anxiety. The patient remained in house until receiving a heart transplant. It was reported that the patient received a transplant. The device was discarded and will not be returned for evaluation. The heartmate ii lvas IFU and patient handbook outline all system controller alarms as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop event was confirmed via the log file data provided by the account; however, a specific cause for the event could not be conclusively determined. Additionally, elevations of pump power were confirmed through the evaluation of the submitted log files. Although a specific cause for the confirmed pump stops could not conclusively be determined through this evaluation, the pocket controller is designed to protect the heartmate ii lvas from damage during high current events and to step down the motor speed if the motor load exceeds the drive capability of the motor. A direct correlation between the log file findings and heartmate ii lvas, serial number (B)(4) could not be conclusively established through this evaluation. It was reported that the patient had pump stoppages while on battery power. It was noted that the patient has not had any further pump stops since the patient¿s admission. The patient reported hearing audible alarms at the time of the events. The patient was asymptomatic other than anxiety. The patient will remain in house until receiving a heart transplant. The patient remains ongoing on vad support and no further issues have been reported. The patient had a previous pump stop event recorded under MFR# 2916596-2019-01175. The heartmate ii lvas IFU and patient handbook outline all system controller alarms as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.